Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed noise with pacing inhibition on the right ventricular (rv) lead channel. Technical services (ts) states that the noise looked like electromagnetic interference (emi), as the signals were too fast for mypotential noise. The patient does not recall what they were doing at the time of the episode, and no further episodes have been stored. All lead measurements are within normal limits. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored another episode with similar noise observed on the right ventricular (rv) lead channel, and electromagnetic interference (emi) was suspected. At the time of the previous episode in october, the patient reported dizziness, feeling sick, vomiting, and diarrhea. The patient was scheduled for a follow up visit. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed noise with pacing inhibition on the right ventricular (rv) lead channel. Technical services (ts) states that the noise looked like electromagnetic interference (emi), as the signals were too fast for mypotential noise. The patient does not recall what they were doing at the time of the episode, and no further episodes have been stored. All lead measurements are within normal limits. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system stored another episode with similar noise observed on the right ventricular (rv) lead channel, and electromagnetic interference (emi) was suspected. At the time of the previous episode in october, the patient reported dizziness, feeling sick, vomiting, and diarrhea. The patient was scheduled for a follow up visit. This crt-d remains in service. No additional adverse patient effects were reported. According to additional information this crt-d was explanted at the physician's discretion for a therapy upgrade. No additional adverse patient effects were reported outside of replacement procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed noise with pacing inhibition on the right ventricular (rv) lead channel. Technical services (ts) states that the noise looked like electromagnetic interference (emi), as the signals were too fast for mypotential noise. The patient does not recall what they were doing at the time of the episode, and no further episodes have been stored. All lead measurements are within normal limits. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.